Event description:
Two used b braun triple lumen catheters were left in the emergency dept for the nurse mgr. No clinical info was left. No clinical info has been identified since. Both catheters had guidewires that were uncoiled/frayed. The co was notified immediately.